Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a hl 20 pump displayed the error message "error head". No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
It was reported that a hl 20 pump displayed the error message "error head". The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "error head". The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2024. The optical tacho board and the belt with pulley were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Both replaced parts could have caused the reported failure "error head". In regards to the defective optical tacho board a similar complaint was investigated by the getinge life cycle engineering on (B)(6) 2019. The most probable root cause could be determined as a broken wiring of the optical tacho board. In regards to the defective belt with pulley a similar complaint was investigated by the getinge life cycle engineering on (B)(6) 2020. The most probable root causes could be determined as: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt. Due to the age of the device and this component optical tacho board and belt with pulley age related aspects can be considered as well. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2014 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2014. Based on the results the reported failure "error message error head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.